Event description:
It was reported that difficulty was encountered while trying to insert the iab. Resistance was encountered trying to pass the iab through the introducer sheath. As a result of this, the entire assembly was removed and replaced. There were no patient complications.